Manufacturer narrative:
Please refer to the attached report analysis of data revealed : - since end of (B)(6) 2023, the ventricular lead impedance and the coil continuity are fluctuating and decreasing. - since several weeks, ventricular oversensing episodes are recorded leading to charge (without trig shock) - the last battery value was measured on (B)(6) 2023, at 3,05v. The battery value is measured everyday and at least 24h after a charge. Probably a charge occured everyday since (B)(6) 2023, which could explain why the battery value was not updated. - the cumulative charge time since (B)(6) 2023 is 3380 seconds, which could explain a probable decrease of battery voltage and the time to rrt < 3 months. - the excessive charge time is consistent with a low battery voltage

Event description:
Reportedly, during the follow-up visiting dated on (B)(6) 2024, 3 alerts are displayed 1) warning about longevity of the battery, 2) warning about the check of the battery, that hasn't be checked in the last 3 days, and 3) possible ventricular oversensing. The last battery voltage was measured in (B)(6) 2023 at 3,05v and the time to rrt > 3 months don't seem consistent. The continuity impedance was not calculated (except for 1 time it was measured1473 ohm). The impedance continuity trend in the aida has jumped up and down from november 2023. There were 2566 episodes appearing incorrectly labelled as fv due to a double counting of vs that seemed caused by myopotentials rumor. The time of charging was bigger than 40s

Event description:
Reportedly, during the follow-up visit dated on (B)(6) 2024, 3 alerts are displayed 1) warning about longevity of the battery, 2) warning about the check of the battery, that hasn't be checked in the last 3 days, and 3) possible ventricular oversensing. The last battery voltage was measured in (B)(6) 2023 at 3,05v and the time to rrt > 3 months don't seem consistent. The continuity impedance was not calculated (except for 1 time it was measured 1473 ohm). The impedance continuity trend in the aida has jumped up and down from (B)(6) 2023. There were 2566 episodes appearing incorrectly labelled as fv due to a double counting of vs that seemed caused by myopotentials rumor. The time of charging was bigger than 40s.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report analysis of data revealed : - since end of (B)(6) 2023, the ventricular lead impedance and the coil continuity are fluctuating and decreasing. - since several weeks, ventricular oversensing episodes are recorded leading to charge (without trig shock) - the last battery value was measured on (B)(6) 2023, at 3,05v. The battery value is measured everyday and at least 24h after a charge. Probably a charge occured everyday since (B)(6) 2023, which could explain why the battery value was not updated. - the cumulative charge time since (B)(6) 2023 is 3380 seconds, which could explain a probable decrease of battery voltage and the time to rrt < 3 months. - the excessive charge time is consistent with a low battery voltage